Event description:
A malfunction was reported with a pump, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer decided to continue using the pump and agreed to contact technical support again if the issue arises in the future.